Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.7, 1.3. 1.3. Average: 1.43. Stdev: 0.23. %cv: 16.11. As internal procedure tr#0150 rev 2, the %cv is less than 20%; the criterion is met. The product will not be investigated. The patient also did the comparison test with lab. The results and calculation are as follows: date: 2008, inratio: 1.9, lab: 2.66, mean: 2.8, confident limits: 1.8-4.2. As per internal procedure tr#0150 rev 2 the inratio and lab values are within the confident limits. The product will be investigated.

Event description:
The caller alleged discrepant results when compared with inratio meters. The results are as follows: 1.7, 1.3, 1.3. The patient also did the accuracy comparison test with the lab. Date: 2008, inratio: 1.9, lab: 2.66.